Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during defibrillation threshold (dft) testing at the implant procedure, ventricular fibrillation (vf) was induced and two shocks from the device were not able to convert the arrhythmia. External shocks were delivered, and the device delivered two additional shocks, but the vf continued until the seventh external shock was delivered. The s-ICD system was therefore explanted and replaced with a transvenous ICD. No adverse patient effects were reported. The explanted products were expected to be returned for analysis. At the patient's device check two weeks later, a surgical site infection was observed. The patient had been seen by their general practitioner and was prescribed antibiotics. The implanting physician assessed the patient and advised continuing with the prescribed antibiotic therapy. The implanting physician also cleaned and redressed the wound. No additional adverse patient effects were reported. It was not reported if the infection was at the incision for the s-ICD that was not implanted or for the tv-ICD. No products were removed due to the infection. The local sales representative later confirmed it was the s-ICD pocket incision that had been treated for infection.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during defibrillation threshold (dft) testing at the implant procedure, ventricular fibrillation (vf) was induced and two shocks from the device were not able to convert the arrhythmia. External shocks were delivered, and the device delivered two additional shocks, but the vf continued until the seventh external shock was delivered. The s-ICD system was therefore explanted and replaced with a transvenous ICD. No adverse patient effects were reported. The explanted products were expected to be returned for analysis. At the patient's device check two weeks later, a surgical site infection was observed. The patient had been seen by their general practitioner and was prescribed antibiotics. The implanting physician assessed the patient and advised continuing with the prescribed antibiotic therapy. The implanting physician also cleaned and redressed the wound. No additional adverse patient effects were reported. It was not reported if the infection was at the incision for the s-ICD that was not implanted or for the tv-ICD. No products were removed due to the infection. The local sales representative later confirmed it was the s-ICD pocket incision that had been treated for infection.